Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be jumping and depleting quickly for the past few months. Review of the pump data logs by tandem technical support showed the pump battery depleted from 75% to 5% within 2 hours the morning of the report. Subsequently, the battery fully depleted and the pump shut off due to insufficient power. When the pump was turned back on a reset was displayed and the time was inaccurate. The customer's blood glucose level was 85 (mg/dl) at the time of the report. Reportedly the customer had manual injections as alternate insulin therapy.